Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2018 with the following findings: a review of the black box showed reboots had occurred. The battery compartment was cracked above and below the bumper pad. The threads on the battery cap were stripped, and the battery cap did not attach to a test pump securely. The returned battery cap was unable to establish an electrical connection. The allegation of no power to the pump was duplicated. A test cap was used for testing purposes. The test cap attached securely to the pump. Unrelated to the original complaint, the pump emitted a call service 078 alarm during the rewind step. Additionally, corrosion was found in the battery compartment with a leak. The pump was opened and moisture damage was found on the printed circuit board. The call service alarm was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged the battery cap and compartment were cracked. The reporter also alleged the battery cap was unable to be securely tightened, and moisture was observed in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.